Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that high lead impedance readings were noted at a patient's office visit. The patient has since undergone lead revision and generator replacement surgery. The explanted lead and generator have been requested for return. Attempts for further information regarding the high lead impedance event are in progress.